Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Analysis of the implantable neurostimulator found a non-standard non-conformance. There was a reduced battery capacity due to o verdischarge.

Event description:
It was reported that an implantable neurostimulator (ins) overdischarge was suspected. The reporter stated that they had not charged or felt stimulation in the past six months. It was noted, the patient was not able to communicate with the ins with the recharger or patient programmer. It was noted, the patient attempted to contact a manufacturing representative. Additional information received reported that there was premature battery depletion and a confirmed overdischarge. It was unknown what number overdischarge it was. A physician mode recharge (pmr) was performed. There was a replacement of the implantable neurostimulator (ins) on (B)(6) 2013. The patient had no complaint with his recharging and had let his ins go into overdischarge mode. Patient had tried to do a trickle charge but it would not come back. Patient was alive with no injury.

Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2010 (B)(6); product type lead. (B)(4).